Event description:
It was reported that caller did not see drops of insulin at end of tubing during fill tubing step of load sequence and experienced cartridge alarms. There was no adverse impact to the customer's blood glucose level. Caller used room temperature insulin, did not reuse cartridge, and used fill rod to remove air bubbles, and technical support instructed caller to continue filling tubing until pump piston reached bottom of cartridge reservoir before continuing troubleshooting under cartridge alarm procedures. Cts to replace pump. Customer reverted to an alternative method of insulin therapy.